Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium tank is empty.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units helium tank is empty. There was no patient involved.

Manufacturer narrative:
Additional information: e1(event site state: ar, event site postal code: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) issue with helium tank before use. A getinge field service engineer (fse) verified the issue and detected fault, he empty helium tank and found fault with o-ring. Fse replaced and greased (grease, high vacuum and o-ring,buna-n 1-008 n70 ), extended tests set up and after final test he completed repair, regular operation tests, the fault did not cause any harm to patients or operators delays in procedures. No patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.